Event description:
It was reported by a customer that on (B)(6) 2011 there was significantly diminished vaporization efficiency at 59,369 joules.

Manufacturer narrative:
The device was returned to the MFR and analyzed. The failure analysis disclosed that the fiber cap was worn out. The fiber cap was intact and still attached. The fiber cap was drilled through. The fiber cap exhibited char, devitrification, crater and melted glass. The root cause of the device failure was determined to be use accelerated by tissue contact and heat accumulation. The product labeling (product insert 0127-1410) warns that tissue contact or tissue probing may cause fiber damage or breakage.